Event description:
This is filed to report difficult removal and tissue damage: it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the valve had a very large jet. One clip was successfully deployed. To further reduce mr, an second clip was inserted. However, while under the valve, the clip became caught on the chordae. Standard troubleshooting was performed and the clip was successfully removed from the chordae. The clip was deployed on the mitral valve without further issues. However, after deployment, a perforation was observed on the posterior leaflet. The physician stated the perforation was more than likely caused by the second clip being caught in the chordae. To further reduce mr, an additional clip was deployed, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unspecified tissue injury appears to be due to the reported difficult to remove. The cause of the reported difficult to remove could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.